Event description:
A clinician was preparing the adult resuscitator for use. He attached the resuscitator's oxygen line to the oxygen source, but oxygen would not flow into the resuscitator. Another resuscitator was obtained and the suspect product was not used on a pt.